Event description:
It was reported that balloon rupture occurred. The target lesion was located in the common iliac vein. An 18-6/5.8/75 xxl esophageal balloon catheter was advanced for post dilatation. However, during inflation before reaching the maximum nominal pressure, the balloon ruptured. The device was removed without issue and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine. It was further reported that the lesion was 79% stenosed, mildly tortuous and mildly calcified. During first inflation at 3 atmospheres for 30 seconds, the balloon ruptured.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the common iliac vein. An 18-6/5.8/75 xxl esophageal balloon catheter was advanced for post dilatation. However, during inflation before reaching the maximum nominal pressure, the balloon ruptured. The device was removed without issue and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.